Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date rec¿d by MFR: this date was inadvertently reported as 3/15 in the follow up report. The correct date is 3/20/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially, the patient was implanted with expert tibial nail, end cap and four (4) locking screws on (B)(6) 2010. The first revision surgery was performed on (B)(6) 2019, the surgeon removed the plug screw and the locking screws but the nail was not successfully removed. Thus, a second surgery was performed on (B)(6) 2019 to remove the nail, however, still unsuccessful using a new extractor screw with the same loaner because the surgeon was unable to screw the extractor screw in the nail. Thus, the nail retained on the patient's body. Reason of the material removal was implantation of a prosthesis in the future, and the nail was in good condition. It was unknown if there was a surgical delay. Patient outcome was unknown. The patient does not want a new surgery. Concomitant device: hammer guide (part 357.220, lot 636669, quantity 1).

Event description:
It was noted the only patient impact was the nail being retained in the patient. The patient has gone home.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown expert tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the surgeon tried removing an unknown expert tibial nail without success through an extraction screw. The first surgery was performed on (B)(6) 2019, but the nail was not successfully removed. Thus, a second surgery was performed on (B)(6) 2019 to remove the nail. However, using a new extractor screw the procedure was still unsuccessful. Thus, the nail retained on the patient's body. It was unknown if there was a surgical delay. Patient outcome was unknown. It was noted the patient does not want another surgery. Concomitant device reported: locking screw (part/lot unknown, quantity 1). This report is for the second procedure that occurred on (B)(6) 2019. The first procedure from (B)(6) 2019 is captured on related complaint (B)(4). This report is for an expert tibial nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records part: 04.004.255s, lot: 3115417 , manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 20. March 2009, expiry date: 01. March 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part, lot, UDI and 510k provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.